Event description:
Customer reportedly rec'd the following results on the advantage sys within 10 mins: 277 mg/dl, 177 mg/dl, and 39 mg/dl. No actions taken based on device result. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.